Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head intermittently could not interrogate. Moving the rf head cable near the base of the head caused a loss of communication. The rf head uplink tests were out of specification; the rf head cable found out of electrical specification. It was noted the cable was twisted near the base. (B)(4)

Event description:
It was reported that the radio frequency (rf) programming head was unable to communicate with the patient's device. A new rf head was used without issue. The rf head has been returned for repair. No patient complications have been reported as a result of this event.